Event description:
The iab was inserted into the pt on 5/7/97 at 12:00 pm. On 5/9/97, the iab leaked. The iab was removed and a second was inserted. On 6/23/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 6/18/97. Pt's current status: discharged - rpt'd 6/18/97.